Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 161062: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 06/06/2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. The surgeon noticed that the cup was loose. The surgeon revised cup, head, liner and screws. The surgery was completed successfully. X-rays and explants are not available.